Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) produced a battery depletion (bd) alert. Engineering analysis of device data by technical services (ts) confirmed that the battery was depleting normally and that the bd alert was due to excessive magnet application. The device has recovered and is operating normally. No adverse patient effects were reported. Currently, this s-ICD remains in service.